Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via insulin pump that the insulin pump alarmed external flash error. Customer cannot recall the blood glucose reading. Troubleshooting was not performed. Insulin pump will not be returning.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 23 alarms noted during testing. The device functioned properly. However, it was received with minor scratched lcd window and cracked retainer.